Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 500 mg/dl) due to an absorption issue. Ketones were present and considered as being dangerous by a healthcare provider. Healthcare provider prescribed long lasting insulin to address bg. Type of infusion set used was not reported.